Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn: (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to event. Manufacture date: monitor: 7/5/2013. Electrode belt: 6/16/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of one shock prior to passing away on (B)(6) 2019. It was reported that the patient was at the hospital and was unconscious at the time of the treatment event. It was also reported that medical staff was with the patient and CPR was initiated. The response buttons were not pressed during the treatment event. Per review of the download data, CPR was initiated by hospital staff at 19:15:10 for severe bradycardia. The lifevest delivered an inappropriate treatment shock at 19:21:24 while the patient was in bradycardia at 30 bpm with CPR artifact. The post shock rhythm was bradycardia at 45 bpm with CPR artifact. The patient remained in severe bradycardia with CPR artifact until the device was shutdown at 19:21:55. CPR artifact contributed to the false detection. The patient reportedly passed away at approximately 10 pm on (B)(6) 2019.